Manufacturer narrative:
On 07 june 2016 it was prepared a final report with the information already submitted in the initial report. On the same date the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch review performed on 04 april 2016. Lot 124307: (B)(4) items manufactured and released on 19 december 2012. Expiration date: 2017-11-30. No anomalies found related to the problem. (B)(4). Gmk-revision fixed tibial tray cemented size 3 right, code 02.07.0683r, lot. 122368 (k123721) (B)(4) items manufactured and released on 16 october 2012. Expiration date: 2017-09-30. No anomalies found related to the problem. (B)(4).

Event description:
During a primary surgery of the knee, the surgeon was unable to engage the insert with the set screw. The sales agent had a second insert available, which was used to complete the surgery. There was a short delay in surgery when the sales agent had to retrieve the new insert. The surgery was completed successfully. Explants and x-rays are not available.